Event description:
It was reported that the touch pen would not calibrate. It was calibrated with a disk and from the demo mode; however, the touch pen still would not go to the point of contact. The touch pen was replaced, but that did not correct the issue. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed uplink amplitude testing due to the cable being out of electrical specification. Product ID: 2090 programmer. (B)(4).